Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is assumed that the cause of the phenomenon was a failure of the main board, which caused the airflow not to stop. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited no aspiration. The reported issue was observed while testing the subject device during demonstration. There was no patient or procedure involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that insufflation would not stop even if the gas cylinder was empty and the flow rate was no longer provided. This report is being submitted for the malfunction found during evaluation of the device (insufflation does not stop even if the gas cylinder is empty).

Manufacturer narrative:
During inspection and testing, service found that the reportable malfunction (insufflation would not stop even if the gas cylinder was empty) was caused by failure of the main pcb (circuit board). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.